Event description:
The customer reported that insulin from the back of the plunger and past the o-rings leaked while he was in the hospital for back surgery. The customer experienced high blood glucose, and then the endocrinologist ordered him back on the insulin pump, within a day his glucose level drop to 40mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.